Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient two days later. The patient takes nph insulin 16 units each am and 14 units each pm at bedtime. They check their blood glucose level 3 to 4 times during the day and take additional humalog insulin per sliding scale. Approximately one week ago, they obtained a bedtime result on the reported meter of 345 mg/dl while having no symptoms of high or low blood glucose level. They did not recall the results obtained earlier in the day or whether they took sliding scale insulin earlier in the day. After obtaining the result of 345 mg/dl, they took 14 units of nph insulin and 5 units of humulin insulin, ate a snack, and went to bed. About 2 hours later, spouse could not awaken pt. A test was not done on the reported meter at this time. Their family gave pt apple juice and called emergency medical technician. Emergency medical technician arrived a few minutes later. The patient was responsive when they arrived. They were given no further treatment. Emergency medical technician did a test with the reported meter and the emergency medical technician meter using a blood sample from a single finger puncture. The emergency medical technician meter result was 85 mg/dl and the reported meter result was 163 mg/dl. The difference between the readings exceeds lifescan's criteria for accuracy; however, comparisons of meter-to-meter results are not considered valid accuracy comparisons. A control solution test was not performed, as the control solution was expired. The patient told the mas that they were careful to replace the cap on their test strips each time and to use in-date test strips. Based on the information provided by the patient, the reported meter may have given an inaccurate result when compared to the emergency medical technician meter. It is possible that the reported meter gave an inaccurate result on which the patient based their bedtime insulin dosage. Based on their symptoms, the patient became hypoglycemic. There is an indication that the product contributed to the patient experiencing injury and requiring intervention. The case meets the criteria for a medical device reportable as an adverse event. The test strips and control solution were replaced. The mas advised the patient to contact lifescan when they received the control solution and test strips so that troubleshooting can be completed.